Event description:
(B)(4). I was implanted with a medical device implant called essure in (B)(6) 2008. This is a list of my side effects and symptoms that I have experienced due to essure: pain, weakness, vague allergic symptoms: airway obstruction, eye infections, respiratory failures during sleep, poor sleep, sinusitis, headache and therefore fatigue, which formed over the years a fatigue syndrome that was mistakenly diagnosed as depression. At that time I had to get away from work. I was 2 years away from work and studied, then I was able to set my own schedule and I could sleep a lot and therefore somehow I survived despite my symptoms. Now I'm back to work and trying to pay my taxes, but the same symptoms continues and fatigue starts to come on again, because I do not have time to sleep much enough, because of allergies and pain my sleep is still poor. Earlier I didn't knew where my symptoms came. When essures were installed, I asked do they have nickel, because I am strongly allergic to nickel. The doctor said that there is no nickel in essure-implants. Now it is known that they contain nickel. I don't have other allergies. I started to put together one and one, and now I think my symptoms are from to essures. I have suffered for nearly 10 years and my life quality has ruined. The device is still inside of me.